Event description:
The account stated the head hi/low up function is not working.

Manufacturer narrative:
The technician found the head section, knee section, CPR and emergency trend was not working. He replaced the hydraulic manifold to repair the bed.